Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A single standard narrow hex driver (phd01n) was returned for investigation. The driver was visually inspected. The driver presented with a clear fracture at its tip, with a portion of the tip missing. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: additional document review: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: applicable information can be found in the warnings and precautions sections. The complainant reported that the driver was fractured at the tip. Based on the investigation of the available information and returned device, the reported event and malfunction is confirmed. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the driver (phd01n) fractured. Another driver from the kit was used to complete the procedure.